Manufacturer narrative:
Investigation: one open 30g x 5mm safety pen needle sample was returned from an unknown lot. No. Cat. No. 329605. Visual examination was carried out on the returned sample and it was observed that the non patient end shield was missing from the needle. No DHR review can be carried out as lot number is unknown. The root cause of this issue is the rotation of the non patient shield locking into the hub not being set correctly. CAPA#478527 was raised to address this issue.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle wasn't working properly and the "spring and orange tip jumped" while holding it before use, leaving the needle tip visible. The following information was provided by the initial reporter, translated from french to english: several times since yesterday and today, (B)(6) 2019, I find myself with insulin pen needles that are not working properly. When I saw the needle on the pen, it didn't want to hold and when I checked, the spring and the orange tip jumped (at the screw thread) and the tip of the needle was visible.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle wasn't working properly and the "spring and orange tip jumped" while holding it before use, leaving the needle tip visible. The following information was provided by the initial reporter, translated from french to english: several times since yesterday and today, august 29, 2019, I find myself with insulin pen needles that are not working properly. When I saw the needle on the pen, it didn't want to hold and when I checked, the spring and the orange tip jumped (at the screw thread) and the tip of the needle was visible.